Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing frequent e4 (occlusion) errors while using the infusion device and she believes the device delivers too little insulin. On (B)(6) 2011 at 3:00pm, e4 was displayed and her blood glucose measured 625 mg/dl. She changed the infusion set and was able to decrease her blood glucose. She also reported seeing a foreign object behind the piston rod last week. Her normal blood glucose level is 140 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.